Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a homechoice patient (hp) in the USA of umbilical hernia and peritoneal leak. The hp stated that they began pd therapy with dianeal approximately 5 years ago. On an unreported date in (B)(6) 2012, a CT scan showed a peritoneal leak caused by an umbilical hernia. On (B)(6) 2012, the hp underwent umbilical hernia repair with mesh. In (B)(6) 2012 the hp was switched back to pd therapy with a 500ml decrease in her midday exchange prescription. Additional information was received from the peritoneal dialysis registered nurse (pdrn) regarding this event. The pdrn confirmed that the homechoice patient (hp) experienced a peritoneal leak caused by an umbilical hernia in (B)(6) 2012. The pdrn stated that the hp was switched to hemodialysis in (B)(6) 2012 in preparation for hernia repair surgery. The pdrn confirmed that the hp had hernia repair surgery in (B)(6) 2012. The cause of the umbilical hernia was unknown. The hp was restarted on pd therapy in (B)(6) 2012. The hp recovered from the events of peritoneal leak and umbilical hernia. The pdrn stated that the peritoneal leak and umbilical hernia were unrelated to pd therapy.

Manufacturer narrative:
(B)(4). The device is still being used by the patient and is not available. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, the problem could not be confirmed and the root cause of this incident could not be determined. A device history record review and service history review were completed. No failures or problems were found that could have caused or contributed to the reported event.